Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was over 600 mg/dl. The customer administered insulin via insulin pen. The customer connected the pump to a power source to charge for one hour and the pump remained unresponsive. Reportedly, the customer has insulin pens available as alternate insulin therapy.